Event description:
The customer noticed a paper jam on the printer and went to remove the paper and got shocked. Went to the e.r. And showed signs of electrical shock. They were later released. That evening, they experienced tachycardia and numbness and returned to the e.r. Where they were examined and released.